Event description:
It was reported by service report that the footboard was displaying error code 302 because, the head right limit switch on the side rail was disconnected. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: ibed limit switch.